Event description:
Extraction of recalled lead. Patient was recently seen for routine follow up of his device that was found to be at eri. He is known to have a functioning sprint-fidelis lead that is under recall and the decision has been to have new atrial and ventricular lead implanted.